Event description:
Event description guidant received information that during a routine follow-up, this implantable pacemaker (ipm) exhibited an elective replacement time (ert) indicator, 29.7 months post implant.